Event description:
Affiliate reported that after implantation, it was noted that the device would not reprogram the pressure. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and it was noted that the proximal connector was missing. The valve was tested for programming and the valve failed the test, during the programming process the cam mechanism did not move. An occlusion was noted at the inlet of the ruby ball. However, when the ruby ball was popped free and then tested again for irrigation, the flow was normal. The catheters were irrigated and the flow was normal. It was not possible to pressure test the valve, as the proximal connector was not returned with the valve. Biological debris was found throughout the device, which appears to be the root cause for the problem reported with the device. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.